Event description:
End user reports that the brakes on the trsx58fb standard wheel chair do not work well and she falls out of the chair. Injury was reported however no further information has been provided regarding the details of the injury and no medical intervention was reported.